Manufacturer narrative:
Updated b5 describe event, c2/d10 concomitant product/therapy, e1 initial reported address, and e1 initial reporter phone upon previous receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination found both cylinders had wear at folds in the middle and proximal end of the cylinder. One of the cylinders presented a hole in the corner of a fold at the proximal end. Both cylinders passed the leak testing performed. Functional testing was completed on one of the cylinders and it performed within product specifications. Inspection of the pump found the kink resistant tubing (krt) was worn down to the filament and showed fluid leaks from fatigue at the strain relief junction. The pump did not pass the activation testing. Based on the information available and analysis results, the clinical observations of pump mechanical issues were confirmed, and a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) device due to the pump not functioning properly. A new ipp device was implanted, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) pump due to it not functioning properly. A new ipp pump was implanted, and there were no patient complications reported.